Event description:
It was reported that during use of the bd solomed¿ syringe the syringe was cracked causing medication to leak out. The following information was provided by the initial reporter, translated from portuguese to english: syringe luor lock 3 ml cracked, with leakage of medicine.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe the syringe was cracked causing medication to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe luor lock 3 ml cracked, with leakage of medicine.